Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Device component code relates to the problem code for the reported event of stent difficult to remove. Device component code relates to problem code for the reported event of stent blocked/ occluded. Device component code relates to problem code for the reported event of stent cover damaged. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 boston scientific corporation received a report of implanted wallflex biliary rx fully covered stents where sometimes cells of the stent are not covered and there are some holes. Also sometimes the stent is difficult to remove and there can be ingrowth in the loop area of the stent. According to the complainant, these stents would have been implanted via endoscopic retrograde cholangiopancreatography (ercp) and had been implanted in all parts of the biliary tree for both benign and malignant strictures. In some cases the stents were removed, sometimes per protocol, and also some stent have remained implanted. There were no reported patient complications and the patients were reported to be stable/okay/fine after the stent were removed. Boston scientific has been unable obtain additional information and/or specific information regarding the circumstances surrounding these events to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(Physician's first and last name) have been updated with the additional information received on july 3,2018.

Event description:
On june 6, 2018 boston scientific corporation received a report of implanted wallflex biliary rx fully covered stents where sometimes cells of the stent are not covered and there are some holes. Also sometimes the stent is difficult to remove and there can be ingrowth in the loop area of the stent. According to the complainant, these stents would have been implanted via endoscopic retrograde cholangiopancreatography (ercp) and had been implanted in all parts of the biliary tree for both benign and malignant strictures. In some cases the stents were removed, sometimes per protocol, and also some stent have remained implanted. There were no reported patient complications and the patients were reported to be stable/okay/fine after the stent were removed. Boston scientific has been unable obtain additional information and/or specific information regarding the circumstances surrounding these events to date. Should additional relevant details become available a supplemental report will be submitted.